Event description:
It was reported that on (B)(6) 2024, a patient presented with grade 4 degenerative mitral regurgitation (mr), small posterior mitral leaflet (pml), and opposing extensive anterior mitral leaflet (aml) flail from a ruptured primary chordae (the flail involved the majority of a2 scallop and extending to a3) for a mitraclip procedure. During grasping with a mitraclip xtw (31206r1091), a broken gripper line was observed. The clip was removed and replaced. The replacement mitraclip xtw (31031r1006) was the first clip implanted successfully and was well-inserted post-deployment. It was noted that the first clip had movement on the leaflets due to the residual redundant tissue/ flail. A second clip (30726r1119), an ntw was attempted to be placed to further reduce the mr and stabilize the movement of the first clip. By the time the second clip was ready to insert it was noted that the pml had started to slip from the first implanted clip (31031r1006). A rocking motion was observed from the first clip. A single leaflet device attachment (slda) was witnessed on both fluoroscopy and transesophageal echocardiogram (tee). The pml was detached. Per the physician, the slda was due to extensive aml flail, residual pathology, and the rocking motion of the clip causing pressure on the grasping area. After the detachment, the slda clip made contact with the second clip. The continuous motion of the slda and the short pml contributed to the inability to grasp and capture with the second clip. The second clip did not contribute to the slda. The procedure was discontinued and the mr was grade 4. The patient will require mitral valve surgery. A surgical decision has not been determined due to thrombocytopenia. Per the physician, thrombocytopenia was due to heparin and sepsis, and not related to the mitraclip or the procedure. On (B)(6) 2024, a mitral valve replacement with a bioprosthetic was performed. Additionally, atrial septal defect (asd) closure was performed. In the physician's opinion, the asd noted during surgery was caused by the steerable guide catheter (sgc) during the mitraclip procedure. The patient is doing well with no post-operative complications.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported perforation was unable to be determined. The reported patient effect of perforation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.